Manufacturer narrative:
(B)(4). No conclusion code available. The reported header anomaly was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported header anomaly could not be determined.

Event description:
It was reported that a patient presented for normal generator change out due to eri. An exposed wire was noted on the device. The patient did not experience many symptoms. New device was implanted. The patient is doing fine.